Event description:
Caller reported a malfunction on the pump, identified as "malf 0," with a fault ID of 0-0x277d. There was no adverse impact to the customer's blood glucose level. The customer had already reset the pump prior to contacting customer technical support, and the malfunction code did not recur after the reset. Customer was advised to continue using the pump and to call back if any malfunction code reoccurs, which they acknowledged and understood.